Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the right atrial (ra) lead exhibited under-sensing, non-sensing of p waves, non-capture, low impedance and two insulation breaks. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the outer insulation of the lead was extrinsically breached due to a cut. The proximal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress. The proximal conductor of the lead became extrinsically fractured due to melting. The analyst noted the outer insulation is breached at 11,12 cm and the proximal conductor is melted at 11 cm. The analyst noted that the proximal conductor is distorted at 11,12 cm, visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.